Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported, 29mm sapien 3 case by transfemoral approach in aortic position. Bav was done using a 20 mm edwards balloon under rapid pacing. The commander delivery system was prepared with +3cc due to the large annulus. The valve was positioned, then deployed slowly under fluoroscopy with rapid pacing to full inflation. At that point there was a loss of pacing capture and the balloon and valve were pushed aortic. The team attempted "snaring the key and fixing it in the bow". Afterwards, the team attempted to implant a 34 mm non-ew valve however, a stable position in the large annulus could not be achieved despite repeated attempts with rapid pacing. Therefore, it was decided to abort the implant procedure. All devices were removed, and the access site closed with a closure device. Due to a bleeding at the access site, over-stenting using a 10 mm stent prosthesis was performed. The angiographic control showed a secure closure of the puncture site with good flow distally. No contrast media extravasation and no stenosis were noted. Closure of the arterial access on the left was done using an 8f closure device with good hemostasis. Postoperatively, the patient was transferred to the imc to ensure hemodynamics and respiratory stability. The plan is for the patient to undergo open heart surgery in one day.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 device codes and investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed due to unavailability of relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As reported, "29mm sapien 3 case by transfemoral approach in aortic position. Bav was done using a 20 mm edwards balloon under rapid pacing. The commander delivery system was prepared with +3cc due to the large annulus. The valve was positioned, then deployed slowly under fluoroscopy with rapid pacing to full inflation. At that point there was a loss of pacing capture, and the balloon and valve were pushed aortic." Per training manual, "loss of pacing capture during valve deployment can result in movement of the valve and possible embolization". As such, available information suggests that procedural factors (loss of pacing capture during valve deployment) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.